Manufacturer narrative:
The reported complaint was confirmed by information in the data logs but could not be replicated during retesting. A manufacturer trained biomedical technician installed a new module and it operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.

Event description:
It was reported that level disconnect messages were being displayed due to the level module. No other details regarding the nature of this event were provided.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) attached the level sensor module to a lab use only (luo) yellow and red level sensor and a luo reservoir. The pst observed the level sensor module to pass all verification/release testing. No false alarms were logged for approximately 23:45:00 hours. Per data log review, on (B)(6) 2021, the system was powered up and the level passed all of the self tests. The alarm probe status started at coupled and then changed to disconnected. The alert probe started at disconnected and changed to coupled and then uncoupled. A perfusion screen was never opened so no disconnect message occurred. There was a disconnect status in the service log. On (B)(6) 2021, the log does show the alert probe status was changing from coupled to disconnected a few times from 13:11:21 to 13:11:25. The probe remained coupled until the perfusion screen was exited at 16:29:36. A level disconnected alert would have occurred since level detection was enabled. The disconnected events may have occurred while attaching the level to the reservoir.